Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen unreadable and unresponsive issues were verified. Additionally, the alleged cracked touch screen issue could not be verified and a different issue was identified.